Manufacturer narrative:
Implant regio 44 fractured. Construction was a single crown on the implant. Patient suffered from periimplantitis following bone loss. Material analysis concluded mechanical overloading of the implant. Re-submission and re-coding. Original initial and final report did not pass FDA gateway.

Event description:
Implant fracture.